Event description:
Per provider the right back cane is broken right at the base. This is the third time that back canes have broken. The first time both canes broke. The second time the left cane broke. User has tone and bounces in the chair.